Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 6 patients tested for mg magnesium (mg) on the modular analytics p-module. The erroneous results were reported outside of the laboratory. Patient 1 initial mg result was 1.58 mmol/l. The repeat result was 0.89 mmol/l. Patient 2 initial mg result was 1.82 mmol/l. The repeat result was 0.84 mmol/l. Patient 3 initial mg result was 0.7 mmol/l. The sample was repeated twice with results of 0.34 mmol/l and 0.36 mmol/l. Patient 4 initial mg result was 1.15 mmol/l. The repeat result was 0.83 mmol/l. Patient 5 initial mg result was 1.82 mmol/l. The repeat result was 0.85 mmol/l. Patient 6 initial mg result was 1.73 mmol/l. The repeat result was 0.61 mmol/l. The repeat results were believed to be correct. Corrected reports were issued to the care units for each patient. No adverse event occurred. The modular analytics p-module serial number was (B)(4). The customer found that the chimney of the reagent bottle was cracked. Once the reagent was replaced, precision results were back to normal.

Manufacturer narrative:
The chimney of a reagent bottle reduces the absorption of atmospheric co2 by the opened reagent bottle. The customer has had no further problems after replacing the reagent with the cracked chimney. The system works as expected.